Event description:
Over pressurization was noted in the unit. The pt arrested 10 mins in to the bypass. A 2nd cardiotomy was added to the line on top of the 1st one fiber deposits were noted in the reservoir after completions of the bypass. No further complications were reported.